Event description:
It was reported that the programmer displayed an error on startup. A software fix was installed and the programmer remains in use. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.